Manufacturer narrative:
Additional information received indicated that the lead was discarded and not returned for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead dislodged. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.